Event description:
It was reported that the urinary foley had a shaved piece of plastic that started to leak fluid from once foley was placed. This resulted in them removing the foley and having to place a new one. Causing a risk for infection.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. This MDR is being retracted as it is a duplicate of a record previously submitted 1018233-2026-00341. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urinary foley had a shaved piece of plastic that started to leak fluid from once foley was placed. This resulted in them removing the foley and having to place a new one. Causing a risk for infection.